Event description:
I had breast implants put in on (B)(6) 2005. I began having side effects from them including: 2 day migraine headaches twice a month, constipation, muscle aches that wouldn't heal, low adrenal/hypothyroid, chronic fatigue, shortness of breath, rash under right arm, increasing food intolerances, vertical ridges in nails, heart palpitations, occasional gripping chest pains which felt like I was having a heart attack, ringing in ears, sinus congestion, anxiety, rheumatoid symptoms such as bumps beginning to grow on hand knuckles. Two years ago or so I notice the right implant felt odd - but it did not occur to me to get them out. However, after struggling to figure out why I had all of these symptoms I finally found breast implant illness and then everything made sense. The plastic surgeon never told me of the 40 plus chemicals that made up silicone and he assured me they would last a lifetime as they have been used for decades with no problems.